Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2016, the patient complained of instability. A revision surgery was performed on (B)(6) 2021 to exchange the journey ii bcs xlpe articular insert size 5-6 left 12mm. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A contribution of the manufacturing process to the reported event could not be corroborated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage among the base, more than likely from attempted insertion and/or extraction. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion and/or extraction to obtain accurate measurements. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per case details, approximately five years after a tka surgery, a revision was performed due to the patient complaint of instability. The patient¿s current health status is unknown and no additional requested information was provided. Reportedly, the instability was the root cause of the poly exchange; however, without clinically relevant information for evaluation, the root cause and patient impact beyond the reported could not be further assessed. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.